Event description:
According to the reporter, the sensor was applied on patient's forehead during surgery. Two days after the surgery, the patient's entire forehead was red and inflamed in the area of the adhesive of the four electrodes. It presented intense dermatitis on the forehead with the shape of the sensor. It seemed like an allergy to one of the components of the sensor electrode adhesive. The central area that corresponded with the pad and the gel was fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.